Manufacturer narrative:
The device was sent to the repair center in (B)(6). It was found that a functional module, which is responsible for communication between the cockpit c500 and the ventilator v500, had disturbed internal software (so-called firmware). The firmware controls the behavior of this module. As in this case, the communication between the cockpit c500 and the ventilator v500 can be disturbed due to a failure in the firmware. This resulted in a warm start and the device tried to restore the data base for further operation. Further analysis showed that the device was often irregularly ¿hard¿ switched off via the rocker switch. The users didn¿t follow the procedure of regular ¿shutdown¿ as required for such systems. We assume that one of these processes had led to the damaged memory contents of the firmware. A warm start of the cockpit does not affect ventilation. A warm start of the ventilator v500 interrupts the ventilation for about 8 seconds. Both result in corresponding audible alarms. During the warm start of the v500 the respiratory system is automatically opened to the environment, so spontaneous breathing of the patient is still possible. Subsequently ventilation will be continued with the previous settings. The firmware has been reinstalled. The device has been returned to the customer after successful endurance run and passing the required tests. The identified conditions of this case are of isolated instance.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator performed a restart during ventilation. No injury reported.